Event description:
Device issue: failure to advance. Adverse event: perforation/active bleeding. Time of device issue adverse event: during the procedure. It was reported that during a procedure within the proximal left anterior descending (lad) artery, a perforation occurred after implantation of a xience v stent. The physician attempted treatment of the perforation with a jostent graftmaster, but it was unable to pass the ostium of the lad due to calcification and tortuosity. The perforation was ultimately sealed with balloon inflation with a non-abbott balloon. There is no reported patient sequelae. No additional information is available.

Manufacturer narrative:
(B)(4). The xience v 3.5 x 28 mm (part #1009542-28, lot# 9041641) is being filed under a separate medwatch MFR number. The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all relevant information.